Event description:
The customer stated that there was a speaker malfunction inop on the device. No pt harm was reported.

Manufacturer narrative:
(B)(4). Follow up report will be submitted upon completion of the investigation.